Event description:
Two devices: 50cc balloon catheter insertion attempted, but hemostatic sheath folded in on itself. Replacement sheath obtained and catheter inserted. Balloon did not fully uncurl after placement and was removed (lot: 18f23j0043) (exp 8/31/2025). A 40cc balloon catheter insertion was attempted in the same r(ight) femoral access site. After placement, the console registered high-pressure alarms and then blood was visible in the helium line. The balloon was removed from the patient. (Lot: 18f23g0003) (exp 6/30/2025). A 40cc balloon was left in the left femoral artery without issue to support patient hemodynamics.